Event description:
It was further reported that at the time the embolization was discovered, the patient was asystolic and reanimation was performed. The patient died approximately 3 hours later during surgery. The cause of death is listed as heart failure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that implant embolization occurred and the patient expired. The patient underwent a left atrial appendage closure procedure and a 33mm watchman laa closure device was implanted successfully. The patient was stable post procedure. The next evening the patient became ill and echocardiogram revealed the implant had embolized. The watchman device was dangling in the mitral valve, impacting the pressure as the valve could not open and close normally. Open heart surgery was performed and the device was explanted. The patient died early the next day.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).